Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Electrical resistance and cross continuity test results were within specification. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead was implanted, however due to the patient's medical condition of right anatomy malformation when the lead was tested high threshold, high impedance, and bad sensing was noted. The atrial lead was removed and replaced with another lead. No patient complications were reported as a result of this event.